Event description:
The customer reported obtaining false low patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on cell 2 on their au5800 system. There was no report of impact to patient treatment in connection to event.

Manufacturer narrative:
The full identifier for this event is (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. He fse (field service engineer) performed an inspection. Fse found the cell 2 results were lower than cell 1 results. As part of trouble shooting the issues the fse replaced ise buffer and wash syringes using customer stock and adjusted cell #2 mixer bar height from 33.5 to 34.5mm. System performance was verified with ise calibration and qc (quality control) with no issues. In conclusion, the cause of the event is a hardware malfunction.